Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.5mm x 60mm x 150cm coyote balloon catheter was selected for left leg angiogram. During the procedure, the balloon ruptured upon third inflation at 14 atmospheres for 3 seconds. There were no device fragments left inside the patient. The device was removed without any problem, and the procedure was completed with original method/device used. There were no patient complications as result of the event.

Manufacturer narrative:
Device evaluated by MFR: the coyote was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon ruptured longitudinal. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.5mm x 60mm x 150cm coyote balloon catheter was selected for left leg angiogram. During the procedure, the balloon ruptured upon third inflation at 14 atmospheres for 3seconds. There were no device fragments left inside the patient. The device was removed without any problem, and the procedure was completed with original method/device used. There were no patient complications as result of the event. It was further reported that the target lesion was located in the left leg.